Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the spine, it was observed that the cutter device broke. According to the reporter, all the pieces were retrieved. It was further reported that it was unknown if there was any kind of post-operative procedure performed; however, they were confident that all pieces of the device were accounted for. There were no delays in the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
During further follow-up with the reporter, it was reported that the nurse was unsure if they did any kind of a scan, post-operative as a routine procedure, but they were confident that all pieces of the device were accounted for. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.